Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they have been having difficulty charging ins. The patient stated this is their second time charging and stated the first time charging they finally were able to successfully charge ins, but it was "tricky". The patient stated at that time they had to lay flat on back on recharger for 30 minutes and was not able to move to charge. The patient stated recharger will connect with ins, and then loses connection right away. The patient stated second time trying to charge was sunday and the patient quit charging then because it would connect and then lost connection right away. The patient confirmed can palpate ins and ins feels close to skin. Walked the patient through trying to charge ins on call. The patient initially stated they were continuing to get searching despite having recharger directly on ins. The patient stated they tried charging over jeans, directly on skin and in belt and this was persisting. The patient was attempting charging while sitting. The patient stood up and confirmed able to connect with good connection, but when they took a few steps they lost connection. The patient repositioned recharger and confirmed successfully connected with ins while sitting and was charging with excellent connection at end of call and they maintained excellent connection. The patient stated this has been going on since implant but didn't confirm date. Ins is at 30%. Patient will continue charging ins fully and will call patient services back if they need further assistance charging. The troubleshooting steps that were taken on the call resolved the issue. The patient called a day later and stated that they continue to have issues with charging their ins. Patient stated if they breath too heavily, they lose connection. While attempting to reposition the recharger right over the ins, patient stated they noticed 1707 error code appear. Patient stated they do feel the ins, but one side is poking out rather than lying flat against their skin. Patient stated they skinny side seems like it's facing out. Patient mentioned they were able to successfully able to get the ins to charge 80% by laying completely still on their bed. Patient also silenced the volume as well. Patient stated she was able to get past the 1707 code but continues to go from connected to connecting to recharger. Patient services walked patient through resetting the recharger. The issue was not resolved through troubleshooting. The patient later reported that s the stimulation was making them jittery, so they switched to a different program. Patient states now it's more of a throbbing feeling. Patient inquired if they turn stim up too high it's like a "buzz...buzz...buzz" whereas before it was more constant. Troubleshooting was unable to be performed as patient services reviewed stimulation can feel differently depending on how it's programmed. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative. It was reported that upon review, the patient mentioned seeing a 'quick reset error' after they reset the recharger, but it went away too fast. The patient reported they couldn't read it in time. The rep reported the patient's difficulties recharging.